Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was 487 mg/dl. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction happened again.